Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 43 mg/dl. Customer is taking a new medication that caused her to have a lot of nausea and diarrhea. Customer stated that she suffer from a low due to her sensor not giving her accurate readings. Customer is not in the hospital directly from her pump because she herself did not have any low blood glucose.